Event description:
It was reported that spiderweb cracks were observed behind the touchscreen. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.